Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "error rom" during patient treatment. The device has been exchanged with a backup device. No patient harm has been reported. A getinge service technician was on site on 2021-01-07 tp repair the affected rotaflow (serial#(B)(6)). The technician confirmed the reported failure and replaced the rfc (rotaflow console) power supply board (material#70101.1675). After the replacement the device is working as intended. The affected rfc (rotaflow console) power supply board (material#70101.1675) is not available for investigation. Based on these investigation results the reported failure could be confirmed. The failure mode "rom error" can be linked to the following most possible root causes according to our risk management file. Malfunction of the microcomputer system: 1. Internal cpu failure; 2. Failure on other device parts (rotary knob, display, etc); 3. Failure of internal components (adc, etc.). A device history review (DHR) was performed on 2022-02-02 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that a rotaflow displayed the error message ¿rom error¿ during patient treatment. The device has been exchanged with a backup device. No patient harm occurred. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.